Event description:
The initial reporter alleged discrepant results for one individual donor testing (idt) sample using the kit cobas 6800/8800 mpx 480t ce-ivd on the cobas 6800 instrument. The initial test was conducted on (B)(6)2023 where a reactive result was generated for hiv with a cycle threshold (CT) value of 37.73. A retest of the same sample on (B)(6)2023 also generated a reactive result for hiv with a CT value of 37.91. A subsequent retest of the same sample on (B)(6)2023 generated a nonreactive result for hiv. Serology testing for the sample was negative. New samples collected from the donor generated negative results.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer ((B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the provided data indicated that the sample in question was a low titer sample, with a viral concentration near or at the limit of detection of the assay. This explains the observed wavering results between reactive and nonreactive outcomes during retesting. The growth curve analysis showed late amplification, consistent with a low viral load. Serology results for the sample were negative, and new samples collected from the donor also generated negative results. The root cause of the discrepant results was attributed to the sample-specific characteristics, and no product issue was identified.